Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, two burs broke in the attachment. No further information was provided.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, two burs broke in the attachment. No further information was provided.